Event description:
It was reported by the patient's family that the patient is deceased and "your device was supposed to save him, it didn't he fell". It was also reported that "he died, it must be defective or something." Additional information obtained indicated the patient had reported not feeling well, had difficulty walking at home, slumped over by a wall and became unresponsive. Emergency medical services were notified and the patient was found to be in asystole. Resuscitation efforts were initiated, the patient was transported to the hospital where remained in asystole and resuscitation efforts continued. However, the patient died. It is unknown if an autopsy was completed. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.